Event description:
Caller reported false positive troponin I (tni) results on triage cardiac panel test vs access. A (B)(6) female came to ed in the evening complaining of chest pain, shortness of breath, headache, dizziness and heart palpitations. Initial troponin I results run on triage were positive (pink meter). They also ran a sample on access with this specimen with negative results. Another specimen was collected 75 minutes later with positive tni results on triage meter (pink meter). Pt sent home by ER doctor.

Manufacturer narrative:
Investigation pending.